Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the gantry was significantly delayed when opening back up. It takes a long time, and very firm presses for gantry to fully open. There was no patient involved. Probable cause seemed to be potential pendant. Additional information stating that from filed service engineer (fse), "this has been reported about 10 times. Most systems have this issue. When the door is opening slowly, you have to lift off the button and repress it.".